Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. The lead had been capped and not replaced during a device change out from a cardiac resynchronization therapy defibrillator (crt-d) to an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.